Manufacturer narrative:
Continuation of medical devices: 5524m-53 lead implanted: (B)(6) 2002 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was sensing electromagnetic interference on the far field signal. It was also noted there was oversensing on the right ventricular (rv) lead resulting in inhibition of pacing. Provocative testing was performed and was unable to reproduce the electromagnetic interference. The device and lead remain in use. No patient complications have been reported as a result of this event.